Event description:
It was reported that during a gastric bypass procedure, when the surgeon put some torque on the trocar while performing surgery the cap assembly shifted and the seal was no longer tight and you could hear and feel air leaking. The same thing happened when they used another. Another like device was used to complete the procedure. Surgery was prolonged five minutes. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): information anticipated, but unavailable at this time.